Event description:
It was reported that during use on a patient, "the capio suture came off inside the patient and was unable to be located". An x-ray was being performed to try and locate the device. Per the customer, it is "unknown" if there was any patient harm or injury. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, "the capio suture came off inside the patient and was unable to be located". An x-ray was being performed to try and locate the device. Per the customer, it is "unknown" if there was any patient harm or injury. The patient status is reported as "unknown".